Manufacturer narrative:
Failure event observed during analysis. A partial lead measuring 50.7 cm was returned for analysis. External insulation abrasions were noted from 44.2 cm to 44.6 cm and from 503 cm to 50.6 cm from the distal tip, consistent with friction against the pulse generator can. The etfe coating was damaged at one location due to procedural damage at each of these locations. Internal insulation abrasion was noted from 22.7 cm to 22.9 cm, 24.2 cm to 24.3 cm, and 24.5 cm to 24.6 cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.